Manufacturer narrative:
(B)(6). No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during an acl procedure, the device presented repeated blockages in the lumen. The procedure was completed with a competitor's device. No patient injury or complications were reported.

Manufacturer narrative:
A visual inspection was performed on the product and no damage was observed. Complaint of "blockages in the lumen" could not be reproduced. Suction lever and spigot had no blockage and fluid passed through spigot with no problem. Product did fail for hand piece sensor error. Cause of error is a defective hall board. The hall board has a burnt diode. Insufficient potting that covers hall board may have contributed to electronic component failure. A review of the device history record was performed which confirmed no inconsistencies.